Manufacturer narrative:
Additional information received from the local field representative indicated that the cause of the syncope was not determined. However, there was not a concern regarding device function. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Remote monitoring data was reviewed by boston scientific technical services (ts) and it was confirmed there were no recent stored episodes.